Manufacturer narrative:
A bec hotline support specialist reviewed the customer's qc data in proservice (a remote monitoring system) and confirmed tdm qc results greater than three standard deviations above and below the mean for multiple chemistries. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed leaking reagent probes and replaced the reagent t-valve, a/b valve, and wash collar valve, but the leak was not resolved. The fse then replaced the a/b valve assembly and bubble generator to resolve the leak. (B)(4).

Event description:
The customer reported to beckman coulter (bec) hotline support that a unicel dxc 800 pro synchron system was generating quality control (qc) failures for multiple analytes, particularly the therapeutic drug monitoring (tdm) controls. While troubleshooting the instrument with hotline support, the customer found both reagent probes were dripping. The leak was contained to the instrument. The operator was wearing gloves, a lab coat, and goggles. There were no erroneous patient results generated in connection with the leak.